Manufacturer narrative:
E1: additional contact information: (B)(6). Distributor: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding extension set with microclave in which it was reported that the blue push port leaked fluid. The event occurred when went to check for blood return on a chemo line. There was no harm.